Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No display anomaly was noted. No battery alarm could be verified due to the keypad anomaly. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube and lip, and minor scratches on the display window.

Event description:
It was reported that the buttons on the customer's insulin pump got stuck and the numbers were continously scrolling. The customer then received a weak battery alert, replaced the battery, and received a battery out limit alarm. The buttons reportedly stopped responding and the insulin pump was vibrating. The insulin pump may have been exposed to perspiration. It was advised to discontinue use and revert to a back-up plan. The customer's blood glucose was 185 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.